Event description:
Adverse event(s): corneal burn (burn, corneal). Product problem(s): occlusion during phaco (occlusion within device). The nurse reported a corneal burn occurred. The wound required a suture. The patient is doing well. Additional information received from the nurse stated the surgeon noted an occlusion during phaco. The handpiece was removed from the eye and the surgeon noticed the corneal burn. The handpiece was irrigated to clear the occlusion. The phaco tip was exchanged and the case was completed.

Manufacturer narrative:
The facility did not request service. The phaco tip was discarded. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4).